Manufacturer narrative:
Per the clinic, the patient underwent an incision & drainage with wash out on (B)(6) 2021. The patient was hospitalized (duration not reported) and treated with oral and IV antibiotics (duration not reported). This report is submitted on january 4, 2022.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on december 01, 2021.

Manufacturer narrative:
This report is submitted on october 29, 2021.

Event description:
Per the clinic, the patient experienced an infection (B)(6) at the implant site (treatment unknown). The device was explanted on (B)(6) 2021. There are no plans to re-implant the patient.